Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-oct-2021.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device was not returned to olympus. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Appearance of the insertion part. Appearance of needle tube. Inspection of the protruding length of the needle tube. Needle adjuster lever operability. The subject device was not returned for investigation. However, based on the investigation results from similar complaints in the past, it is possible to infer its cause from the description. Therefore, it was decided that it was not necessary to perform an investigation by using a device with the same structure or a similar device. The subject device could not be confirmed. Also, no abnormalities were detected in the DHR. Therefore, the exact cause of the reported event could not be determined. Given the phenomenon described in the provided information, it can be inferred that the reported event suggests that the needle adjuster could not be locked. This might have caused the needle tube to extend from the sheath. Also, it is possible that the needle adjuster lever was slid to the convex area instead of the groove near the scale of the handle. This might have prevented from locking the needle adjuster.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a trans-bronchial needle aspiration using the subject device with vizishot2 21g, the needle came out first instead of the green-coloured tip sheath. The intended procedure was completed with another device. There was no patient injury reported. No additional treatment was required.